Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4: model number updated from na to 12673-05.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional pulmonary vein isolation (pvi) procedure with a small bore sheath. Reportedly, the foot was unable to be closed after lowering the lever. After several attempts, the foot was able to be closed, and the device was removed completely. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.